Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the patient was receiving heparin at an unspecified rate, when the user disconnected the IV line from the j-loop connector the male luer broke off into the hub causing blood to back flow and leak. The dressing had to be taken apart and the j-loop was successfully changed to stop blood back up.